Manufacturer narrative:
Investigation of this complaint by (B)(4) microsystems is continuing.

Event description:
On (B)(6) 2011, (B)(4) microsystems rec'd a complaint regarding sub-optimal tissue processing from a protocol(s) which commenced and completed on (B)(6) 2011, using peloris tissue processor (B)(4).